Manufacturer narrative:
On (B)(4) 2011, an immucor field service engineer replaced the centrifuge due to vibration errors and loud noise. A load test was performed to verify proper loading, and both a negreact and qctest were performed to verify instrument operation. The instrument operated as expected. On (B)(6) 2011, the customer performed repeat testing on the galileo using the same sample and a different lot of anti-d series 4 (lot #504791). Weak_d results were negative. Dat testing was negative. The expected results were obtained.

Event description:
A customer reported unexpected positive results on the weak_d assay on galileo instrument #(B)(4).